Manufacturer narrative:
Implant date: estimated (B)(6) 2021. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20219; 2017865-2021-20220. During an in-clinic follow-up, the device was found to have migrated in the pocket. The device migration was suspected to be due to patient factors. The device was reprogrammed to resolve the event. The patient was stable.